Event description:
It was reported that the patient was experiencing pain. The physician assessed that the superion interspinous spacer had migrated. The patient underwent a revision procedure where the spacer was removed and replaced. The device was discarded by the facility, and will not be returned for analysis. The patient is doing well post-operatively.